Manufacturer narrative:
(B)(4).

Event description:
During interrogation, a pause was recorded on the electrocardiogram. The device was explanted and replaced. The patient is well.

Manufacturer narrative:
The reported event of unable to retrieve and view egm¿s could not be confirmed. The device was able to communicate with a programmer normally throughout testing, and stored egms were able to be retrieved and viewed normally. The cause of the reported event could not be determined.